Manufacturer narrative:
This lead was expected to be returned. Should the lead be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that during the implant of this lead the helix could not be extended and loss of capture as well as dislodgement were noted. The lead was thus not implanted and was expected to be returned. No adverse patient effect were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis could not confirm the dislodgement allegation although it was noted that this was a known inherent risk of the device.

Event description:
It was reported that during the implant of this lead the helix could not be extended and loss of capture as well as dislodgement were noted. The lead was thus not implanted and was returned. No adverse patient effect were reported.